Event description:
It was reported that the device failed the user test. A physio-control field service rep examined the device and observed that 30 seconds after powering the device on the main keypad would start flashing and the "service" message would appear on the screen. The device was inoperable. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the memory board was bad, causing the mock up device to flash the service message after approximately 30 seconds. The root cause was not determined.